Event description:
The customer reported being in the emergency room due to high blood glucose. The blood glucose reading at time of call was 320mg/dl. The caller stated that the battery was removed form the insulin pump while staying at the hospital. Then the customer called back to test and the drive support cap appears to be normal. The time, date, and basal rates were correct. The caller mentioned that her glucose level started to rise after an infusion set change and the cannula was bent. During the call, the customer stated that the insulin pump gave her an incorrect bolus amount. The caller also stated when she was placed back on the insulin pump was placed back the time was not changed. The bolus at the hospital was given at 12:00pm, but the time on the device was 12:00am. The customer did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was received with normal operating currents. After testing it was concluded that the device operated within specifications.